Event description:
Ethicon echelon flex powered articulating endoscopic cutter, (B)(4), lot# n91t7t exp. 5/31/2019. Surgeon locked stapler down on tissue, device would not fire, had to be manually released. Manager notified, device given to materials to return to vendor. No pt harm.